Event description:
During a columbus iq total knee replacement procedure, the packaging of the implants did not open as expected. The internal package was torn, item was unable to be presented to the sterile field. Upon inspecting the innermost last chance package, the femurs as gold surface was seen with small tear on the package. Surgery was successfully completed with no issues reported. Additional devices with experienced this issue during this procedure have been reported on med watch 3005673311-2016-00057 and 3005673311-2016-00058.

Manufacturer narrative:
Investigation: used test and analysis equipment: panasonic dmc tz8 digital camera. We made a visual inspection of the sealing seams. Neither on the seam of the blister of nn016z, nor on the seam of the blister of nn005z had any abnormalities of imperfections. Batch history review: the manufacturing documents have been checked and found to be according to the specification, valid during the time of production. Conclusion and root cause: the final root cause cannot be determined. Rational: we received two open and empty secondary blisters. The sealing seams of both blisters are without any defects or deviations. The complained (pierced) primary blisters were not enclosed. CAPA (B)(4) was launched.